Manufacturer narrative:
The insulin pump was received with no button response due to moisture on keypad traces. No frozen screen noted during test and time clock advances properly. The insulin pump was unable to perform displacement test due to no button response. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that button was not working properly and delayed. The customer's blood glucose was unknown at the time of incident. The customer stated that they did not felt the esc button clicking when being pressed. The customer stated they were stuck on suspend mode and the insulin pump seemed frozen in the screen and no button pushes will go forward. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.